Event description:
It was reported that the customer was admitted to the hospital and required assistance to treat a low blood glucose level; cause was unknown. Reportedly, customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.